Event description:
A right tka revision occured on (B)(6) 2022 due to an error made by the user at the primary surgery done on (B)(6) 2022. After the primary tka done on the patient, the po x-rays revealed a poor positioning of the knee implants by the surgeon. The error was due to the fact that the patient had a valgization osteotomy at her right knee 20 years ago, which caused a change in the patient's right knee anatomy.

Manufacturer narrative:
Batch review performed on 02 august 2022 lot 2115998: lot 2115998: 97 items manufactured and released on 13-apr-2022. Expiration date: 2027-03-29. No anomalies found related to the problem. To date, 64 items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed on 28-jul-2022: few days after primary cemented tka on a patient who had a previous valgization osteotomy of the tibia, the tibial component needs to be replaced for repositioning. Probably, the calcification at the site of the valgization osteotomy created a higher-resistance spot that pushed the preparation instruments and did not allow proper orientation of the tibial component, and this was not immediately perceivable by the surgeon. This adverse event was not caused by defective devices. Additional implanted components: batch review performed on 02 august 2022 gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 2110192: lot 2110192: 25 items manufactured and released on 05-jan-2022. Expiration date: 2026-12-15. No anomalies found related to the problem. To date, 20 items of the same lot have been sold without any similar reported event during the period of review. Batch review performed on 02 august 2022 gmk-sphere 02.12.0313fr tibial insert fixed sphere flex size 3/13 mm r (k140826) lot. 1908225: lot 1908225: 30 items manufactured and released on 15-ott-2019. Expiration date: 2024-09-30. No anomalies found related to the problem. To date, 14 items of the same lot have been sold without any similar reported event during the period of review.